Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment was discontinued, the patient was discharged from the hospital and recovered from the events (unknown date). Patient retraining was completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described, the peritonitis was manifested by turbid fluid. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intravenous, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Patient retraining and pd therapy were ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.